Event description:
It was reported that the insulin pump alarmed motor error every time the reservoir was empty. The customer stated that he had received several alarms indicating an unexpected restart over the last month; however, none of theses alarms were found in the device's alarm history. The caller did not know the blood glucose reading. He stated that the unexpected restart alarm recurred during normal device use. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. The insulin pump was unable to perform basic occlusion, occlusion, prime, the excessive no delivery test due to motor error alarm. The motor was tested outside the insulin pump and passed motor test. The insulin pump passed unexpected restart test. No unexpected restart test alarm noted during testing or in history file noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and broken belt clip slot.